Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles at the top. Blood glucose level at the time of the incident was 7.6 mmol/l. The customer also requested assistance with the fill tubing process. The reservoir was not replaced or returned for analysis.